Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The helix was noted to be extended from the original implant so a new lead was placed. No patient complications have been reported as a result of this event.